Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection found and verified the reported degraded downstream occlusion (dso) seal problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) seal was degraded. There was no patient involvement, the event occurred before infusion.